Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that a review of reports was requested for this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) reviewed the data and discussed the left ventricular (lv) only pacing was not capturing and the patient experienced bradycardia. The patient was symptomatic from the bradycardia and went to the hospital. Ts noted lv only pacing was not recommended for patients with high degree av block. It was also noted this crt-d system exhibited high out of range pacing impedance measurements. No additional adverse patient effects were reported. This lv lead remains in service.